Manufacturer narrative:
D4 - expiration date 31-jan-2026. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -13.0/+2.5/094 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2024 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.